Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that calcium failed calibration parameter "back-to-back" on the unicel dxc 800 synchron system. Customer reported that the waste tube in the ion selective electrode (ise) module was overflowing and spilling onto the floor. The customer reported that they were not aware of any erroneous results generated as a result of the leaking. Customer reported that they will repeat the samples back to the last good quality control. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the ise drain valve, primed the instrument, and tested quality control. The fse found all tests performed within specifications. To date, customer has not contacted bec regarding the calcium failing calibration after the fse performed the repair per established procedures.